Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicated that customer was experience hypoglycemia. Blood glucose value was 45 mg/dl. The customer wasted 4 sensors because of the same problem. The blood glucose values were way too different form the sensor glucose. It was unknown whether the customer was using auto mode at the time of event or not. Insulin pump will not be returned for analysis.